Event description:
It was reported to philips customer has a broken nurse call jack on the v60. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Philips remote service engineer (rse) informed customer would need to order a central processing unit (cpu) printed circuit board assembly (pcba). Unit already has software 3.00 and high fow therapy (hft). Customer would need to install cpu pcba, then upgrade unit to software 3.00. Customer will order the cpu and repair unit. Customer is taking responsibility to correct/repair the device.

Manufacturer narrative:
The customer replaced the cpu pcba board to resolve the reported issue. The device passed the required performance verification tests per philips standards.